Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had impedance that was out of range that wasn't resolved. The patient had back surgery that may have affected the device. The nurse in office had checked the device and found issues. The device was turned off.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported experiencing shocking. The patient stated that when he bends over he feels a severe shocking sensation going through his left testicle and left leg. It was reviewed with the patient that he could try to turn the ins off and see if the sensation resolves, but the patient stated that he was not sure he wanted to turn it off. The patient also reported urinary frequency, stating that he was "peeing 25-30 times a day." When the patient went to his healthcare provider (hcp) for a bladder test the hcp an manufacturer representative "hooked him up to their computer" and told the patient that his ins is malfunctioning. The patient described the onset of symptoms as sudden with the urinary symptoms beginning about 4 months ago and the shocking starting on (B)(6). The patient was told by his hcp that a revision would be needed on the ins to "take it out and redo it." Patient status is unknown at the time of this report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.